Event description:
It was reported that eleven days post implant, the patient complained of pain in the left side since implant. The right ventricular capture threshold increased and the impedance decreased. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that eleven days post implant, the patient complained of pain in the left side since implant. The right ventricular capture threshold increased and the impedance decreased. It was further reported that the patient went to the emergency room and the lead was noted to have intermittent loss of capture. The output was turned up on the device. The lead threshold continued to increase and the device was reprogrammed again a few months later. The physician will conduct increased checks. The lead is still in use. No further patient complications have been reported as a result of this event.